Event description:
It was reported by the patient that their heart is skipping beats. The patient questioned why the device is not helping their irregular heart beat. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.